Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board and signal conditioner at the fs location and calibrated all the boards. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number (B)(4) for fc 500; recall number (B)(4) for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The customer reported amp board error at the fs (forward scatter) position on their fc500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.